Manufacturer narrative:
Sc-8120-70 (sn (B)(4)) the complaint was confirmed. All cables of the associated paddle lead were fractured at the bent/kinked sections of the lead body, at apparent suture sites about 8 inches from the tip of the paddle. All cables were exposed.

Event description:
A report was received that the patient was having trouble with the device. Measuring impedances revealed that the patient only had two functional contacts while the rest were out. The patient was under the assumption that the lack of tingling from the device was a perception issue. The patient underwent a revision procedure wherein the lead was replaced. The lead had in fact fractured and frayed. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having trouble with the device. Measuring impedances revealed that the patient only had two functional contacts while the rest were out. The patient was under the assumption that the lack of tingling from the device was a perception issue. The patient underwent a revision procedure wherein the lead was replaced. The lead had in fact fractured and frayed. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having trouble with the device. Measuring impedances revealed that the patient only had two functional contacts while the rest were out. The patient was under the assumption that the lack of tingling from the device was a perception issue. The patient underwent a revision procedure wherein the lead was replaced. The lead had in fact fractured and frayed. The patient was doing well postoperatively.